Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted due to noise and reaching the elective replacement indicator (eri). The right ventricular (rv) defibrillation lead was used for shocking purposes only and the rv rate/sense lead and the right atrial (ra) lead were both competitor's products. It was discovered that noise was present on all three channels and was oversensed, resulting in pacing inhibition. A review of the strips revealed that there was asystole for more than two seconds present on the electrograms. However, no adverse patient effects were reported during these periods of pacing inhibition. The source of the noise is unknown and could not be recreated with patient movements. During the replacement procedure, testing on the competitor's leads found that all measurements were within normal ranges and very stable. It is suspected that the noise oversensing is a result of a header issue with the ICD. The device was successfully replaced and will be returned for laboratory analysis.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection of the header found that one of the seal plugs for the proximal defibrillator coil was missing and atrial and ventricular distal seal plugs were both loose to the point of falling out during inspection. In addition, there was residual medical adhesive visible in the affected seal plug locations. The field was questioned if the seal plugs were noted to be loose during the explant procedure. It was reported that the seal plugs were not found to be loose during the procedure but that there was discoloration. It is suspected that the device was cleaned and scrubbed at the customer site prior to being returned to boston scientific. All the setscrews moved freely and without any other anomalies noted. An x-ray of the header found all the wires to be intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. No noise was observed during this testing. Laboratory analysis was unable to confirm the field observations of noise, oversensing and pacing inhibition. The damage to the seal plugs of the device is believed to have been induced after the device was explanted.

Manufacturer narrative:
Once analysis is completed, this report will be updated.